Manufacturer narrative:
(B)(4). This device remains implanted and is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, high capture threshold and noise. Subsequently, this rv lead was capped and abandoned (i.e., it remains implanted but is no longer in service). No adverse patient effects were reported.